Event description:
Information received by medtronic indicated that the insulin pump had crack in pump case. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the battery compartment. The insulin pump was received with missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during physical inspection: missing retainer, scratched case, pillowing keypad overlay, stained keypad overlay, serial number label fading, missing reservoir tube o-ring, cracked battery compartment, and broken battery tube threads. Cosmetic damage on the battery compartment and battery tube threads are confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.